Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2026-06-10. The failure could be reproduced and the mcp00962701#optical tacho kit rpm (material number 701020599) is suspected to be defect. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the turkish market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in turkey. It was reported that the error message "safety-s" was displayed on a hl20 pump with serial number (B)(6) according to the customer the instance of time is unknown. No harm to any person has been reported. Complaint ID: (B)(4)